Event description:
When attempting to deploy the enterprise vrd (enc452212) at the target lesion the prowler select plus microcatheter and enterprise "came off" from the target lesion due to heavy tortuosity of the middle cerebral artery (mca). The vrd was protruding slightly from the microcatheter, so an unsuccessful attempt was made to recapture it. Therefore, the devices were removed as a unit. It was reported that there was nothing wrong with the microcatheter and another vrd was successfully placed at the target site. It is not known if the same microcatheter was used for placement of the new stent. The patient had no symptoms. The procedure was coil embolization for an aneurysm of the ic-pc which was at a bend. During prep, the microcatheter distal tip was not re-shaped. Prior to deployment, the microcatheter was first placed distal to the aneurysm neck, and after the microcatheter was placed distal to the aneurysm neck, the enterprise was advance through the microcatheter. Once the enterprise was in positioned, the microcatheter was withdrawn to expose the stent. The enterprise stent was not taking past the recapture point. After the system was removed, no damages were noticed on any of the devices.

Manufacturer narrative:
The lot number of the prowler select plus is not known and the device was not returned; therefore no further analysis can be completed. Based on the reported information and as reported, it appears that vessel characteristics contributed to the displacement of the microcatheter. As reported, there is no indication of any device defect contributing to the event. This one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00235 and 1058196-2010-00236.

Manufacturer narrative:
Aspirin: (B)(6) 2007~ongoing, clopidogrel sulfate: (B)(6) 2007~(B)(6) 2011. Cilostazol 200mg/day: (B)(6) 2011~, edaravone 100mg/day: (B)(6) 2011, argatroban hydrate 60mg/day: (B)(6) 2011, heparin 2,000u: (B)(6) 2011, 12,000: (B)(6) 2011, 12,000u: (B)(6) 2011. This one of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00235, 1058196-2010-00236 & 1058196-2012-00033.